Manufacturer narrative:
Pump received with replace battery now alarm and high sleep current; due to moisture damage to pcb1 and pcb2 board. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Battery cycle 79.0 received the low battery alert (104) on 01/01/2026 18:20:00 after more than 7 days at 58.42 days. Battery cycle 78.0 received the low battery alert (104) on 11/04/2025 08:17:04 after more than 7 days at 44.9 days. Battery cycle 77.0 received the low battery alert (104) on 09/20/2025 07:14:00 after more than 7 days at 11.41 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, confirmed high sleep current and replace battery now alarm during analysis. No replace battery now alarm in pump download history. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case battery tube, cracked battery tube threads, and cracked keypad overlay. The p-cap/reservoir does lock properly. Confirmed replace battery alert during analysis noted and confirmed high sleep current due to moisture damage to the electronic assemblies. No failed battery test noted. Confirmed corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life of the insulin pump. The customer also reported a replace battery now alarm without a prior low battery alert and it was the second occurrence in less than 8 hours. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.